Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient felt dizzy and had near syncopal episodes and presented to the clinic. Oversensing of the right ventricular (rv) lead was noted on interrogation and the number of short v-v intervals was elevated. Noise was able to be reproduced and the lead also had intermittent capture with isometric movements. Loss of capture was noted on telemetry with long pauses (asystole) and the patient also experienced arrhythmias. Fracture was suspected. The patient is dependent so the lead was explanted and replaced emergently. It was also reported that during the rv lead revision insulation damage was noted on the right atrial (ra) lead, near the pin in the header. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.